Manufacturer narrative:
On october 4, 2018 during the review of the thermage tip, dielectric breakdown was observed on the tip membrane. (Part number: ttns3.00e4-1200. Lot number: 030118. Serial number: (B)(4)) tip passed flow, and thermistor testing. No leak test was performed. Tip failed visual testing and no functional test was performed due to dielectric breakdown being seen. As reported, it was confirmed that at the time of treatment, this tip had been used for 950 passes. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(4). Additional investigation results are pending.

Event description:
A user facility in (B)(4) reports that the thermage tip membrane was broken during thermage treatment. The doctor found one tiny hole on the tip's membrane after 950 passes. The tip was inspected prior to use, and coupling fluid was used. The highest treatment level used was 3.5. Treatment was successfully completed with another tip. There was no patient injury reported.

Manufacturer narrative:
Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first- and second-degree patient burns associated with tears or holes in the membrane of the treatment tip which contacts the patient during the thermage cpt procedure. Breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Both the thermage user manual (p009240-04 rev. A) and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of damage to the membrane, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. Solta also reiterates the importance of clinician attention to treatment error messages provided by the system, in particular messages indicating under force and lifting irregularities. As with all thermage systems, ensuring perpendicular contact between the handpiece and skin is critical. Manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action deemed necessary. No harm to the patient was indicated. Based on the available information, no causal factors can be determined on how damage occurred on tip membrane. This investigation is complete.